Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to close the foot. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to close the foot include, but not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: b5 - describe event or problem: updated. Corrections: e4 - initial report sent to FDA updated from no to yes. G2 - report source updated to include user facility. H6 - health effect impact code 4607/prolonged hospitalization for overnight stay for an ablation procedure added. Attachment: medwatch report.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique prior to an ablation procedure using a small hole sheath. Reportedly, a proglide foot would not go down, after the suture was harvested, and the footplate lever was retracted. A surgical cut down was performed to removed the device and achieve hemostasis. The procedure was aborted. Subsequent to previously filed report, medwatch report received: patient scheduled for afib ablation with anesthesia support. During beginning of pulmonary vein isolation procedure, perclose proglide closure devices utilized. During pre- closure, the perclose malfunctioned when foot of device remained open despite multiple attempts to un-deploy it. Cardiologist into room to assist. Perclose still unable to un-deploy foot. Cardiothoracic surgery contacted and into room to assist. Patient underwent cutdown to vein to remove perclose. Cutdown was closed with sutures and procedure was aborted. Patient transported to cath lab recovery. Patient kept overnight. Plan to reschedule his ablation in six weeks. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to close the foot. The subsequent treatment appears to be related to be related to circumstances of the procedure. Factors that may contribute to difficult to close the foot include, but not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique prior to an ablation procedure using a small hole sheath. Reportedly, a proglide foot would not go down, after the suture was harvested, and the footplate lever was retracted. A surgical cut down was performed to removed the device and achieve hemostasis. The procedure was aborted. No additional information was provided.